Event description:
Per the clinic, the patient experienced a head trauma resulting in a hematoma over the implant site. The patient underwent a procedure to drain the site and was treated with antibiotics (specific date, dosage and duration not reported). Additional episodes of head trauma occurred resulting in infection and hematoma at the implant site (specific date not reported). The patient was hospitalized (date and duration not reported) and was administered antibiotics (specific type, dosage and duration not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report is filed august 15, 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.